Manufacturer narrative:
No parts were returned for analysis. Continuation of concomitant products: other relevant device(s) are: bi-500-01145 o-arm software: o2 v4.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that a 2dlf scan was performed. The patient was not iso-center and was toward the detector to increase the field of view. The transition zone between the 2nd and 3rd 2dlf images was faded out. The representative adjusted the plane of focus to be as close to the detector as possible and that did not make a difference. There as no reported impact to patient outcome and a reported delay of less than one hour. On 2022-02-25 desaup2: additional information received. There were no unused images. Theydid not do a spin since this was a 2d long film.

Manufacturer narrative:
Upon further review, it was identified that the appropriate manufacturing site ID is 30003625. H3: a software analysis was initiated to determine the probable cause of the issue. Complaint data investigation found the event was due to a user workflow error. It was reported that a 2dlf scan was performed. The patient was not iso-center and was toward the detector to increase the field of view. The transition zone between the 2nd and 3rd 2dlf images was faded out. Analysis found that there was not a software issue and the software was functioning as designed. Codes b01, c19 and d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no work order was required. The patient was not isocenter, which interrupted the automatic stitching.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.